Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The medical device vigilance responsible reported: "surgeons report that on (B)(6) 2013, a (B)(6) patient, whose primary implanted on (B)(6) 2011 for a coxarthrosis, and an intraoperative iatrogenic femur fracture treated with wiring, underwent on a revision surgery due to mobilization of the stem".